Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that once the cannula was installed, the port clutch button was without function, which made docking difficult. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The error logs were reviewed, which identified an error 25745 with a p2=4y, which confirmed the error occurred in the field. The usm was then installed onto a patient side cart fixture test platform (pftp) where insertion button test failed on the set up joint (suj) button. Once testing was completed, the axes controller spar connector (acsc) printed circuit assembly (pca) and cannula flat flex cable (ffc) were aba tested and verified to be the source of the fault. Failure analysis concluded that acsc pca and cannula ffc were the root cause of the reported event. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer an issue with the universal surgical manipulator (usm) 1 port clutch button. The issue occurred prior to starting the procedure. The customer decided to start the procedure and the following procedures that day with the other three system arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the first surgery of the day was completed without any issues. While preparing the system for the second procedure, a problem was identified. To proceed safely, the team moved the affected arm out of the robotic field and successfully conducted the second surgery using only three arms. During procedure, an error 319 was observed, prompting staff to continue with only three arms. Two additional procedures were completed using three arms before the affected arm was replaced on (B)(6) 2025. On (B)(6) 2025, procedure revealed a red top-led on the usm (instr.- clutch- btn), though all other leds were normal and the issue did not impact procedural performance. Another procedure was successfully completed on (B)(6) 2025, after which the usm1 was replaced and a full system verification, including the port clutch button, was performed. On 10/17/2025, a report was received that the port clutch button was nonfunctional after procedure, with no issues noted during that procedure. No further procedures have been performed since this report, and system records indicate only troubleshooting activities on that date.